Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced pain and a performance decrement with device use. Subsequently the device was explanted (date not reported). The patient was re-implanted with a new device on (B)(6) 2017.